Manufacturer narrative:
No sample was received for investigation and eval. Without the actual product or lot #, a complete analysis cannot be conducted. As no lot # was provided, the device history record and lot history cannot be reviewed. There was no indication that the pump malfunctioned. The redness reported was not directly attributed to the catheter, but could not be ruled out as a possible cause. Info provided during the investigation documented that the catheter had been placed intra-articularly. The on-q silversoaker antimicrobial catheter product insert (part 1304188) contains a contraindication of "the silversoaker is not intended for placement in intra-articular spaces because silver has not been evaluated for interaction with the synovial membrane." In addition, the on-q pump directions for use (dfu) (part 1304265) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Ortho surgeon is looking in the possibility of the silversoaker causing redness on a pt. Unk if related to catheter. Fill volume 270 ml.